Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 72-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during the procedure of impella cp the sheath split while trying to remove sheath out of the artery. The patient developed bleeding and had hematoma. Reposition unit forward tension sutured and angled match dressing applied. The physician held manual pressure and expressed some of the hematoma. The patient was reported as stable.

Manufacturer narrative:
The investigation for the access site bleed and introducer damage has been completed. The impella nor the introducer was returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and the clinical information provided was inconclusive. Per the clinical information provided, the root cause of the introducer damage - mechanical issue was an introducer sheath split along the scoreline. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. Added code 925 as it was inadvertently left off the previously submitted manufacture device report. Code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. Additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.